Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient stated that the battery caused pain in their leg and specifically achilles pain in their heel and want the device removed. It was unknown what caused the pain in their leg they device was removed and the issue was resolved. No further complications were noted or anticipated